Event description:
Reporter alleged obtaining a result of 2.7 mmol/l on mobile system 1 compared back to back with a result of 6.9 mmol/l on mobile system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.